Event description:
It was reported by physician that patient was referred for replacement surgery due to high lead impedance seen on generator. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information received that patient's generator and lead were explanted and patient was replaced. Lead was replaced due to high lead impedance and generator was replaced due to low battery. Explanted products will not be returned for product analysis as facility that explanted does not return explanted products. No additional relevant information has been received to date.